Event description:
This lead was explanted and replaced due to dislodgement. Lead had tissue caught in helix. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection tissue and coagulated blood was observed on the helix as mentioned in the complaint description. In addition, a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage characteristics, it is reasonable to assume that mechanical forces applied during the surgery contributed to this observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported disliodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.